Event description:
Customer states the lancet does not retract into the softclix lancet device after firing. No adverse event reported. Requested return of suspect device and replacement was sent. No information provided for where issue was discovered.